Event description:
It was reported that an intermittent cartridge alarm occurred during insulin delivery. Customer continued to use pump for insulin therapy.¿ there was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.